Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The event occurred in canada. A root cause for this event could not be determined due to insufficient data and materials provided for investigation. The reagent in use at the time of the event was not available for further investigation. It was noted the customer was not following a roche product bulletin that instructed the customer to use only 150 of 300 tests in the reagent cassette.

Event description:
The customer alleged questionable calcium results on 2 patient samples when testing was performed on the cobas integra 400 analyzer. An erroneous result was reported outside the laboratory for only 1 of the 2 patients. The initial calcium was 3.30 mmol/l at 10:12 am. The analyzer performed an automatic rerun and obtained a calcium of 3.15 mmol/l. The 3.30 mmol/l result was reported outside the laboratory. The customer stated the patient was admitted and treated, but was unable to provide any further details. There was no allegation of death or serious injury. Quality controls were within range in the morning. After the two patients were tested, the customer performed quality control tests again on the analyzer. The level 2 control was "on target," but the level 1 control was "+7sd." The customer attempted to recalibrate, but the calibration failed several times. The customer stated, "eventually the curve passed." At 3 pm the sample was retested; the calcium was 2.16 mmol/l and the doctor was advised of the corrected result. The calcium reagent lot number was 63621101.